Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 8.06 mm x 0.58 mm. There was no material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. Updated annex b - inv type desc 2 to b13 - communication/interviews as it was omitted in the initial MDR.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's extension tube was damaged on the mcs tip cover accessory. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was observed on the mcs tip cover accessory, specifically on the grey section. No damage was noted on the mcs instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.